Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18523 - device 2 of 10

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets fell off events while doing physical activity on 01-jun-24. The infusion set was in use for one and half day. Blood glucose level during the event was 200 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.